Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to unknown reason for unknown date. Customer stated that the insulin pump was died as a result of which they were hospitalized. Customer was in emergency room as a result of high blood glucose. Customer was treated with insulin IV drip. Customer alleged that possible insulin pump was under delivery. The insulin pump will not be returned for analysis.